Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter email: an additional email address was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ IV winged catheters experienced catheter splitting. The following information was provided by the initial reporter: the nurse, before infusing the patient, manipulates the catheter to check if it will go up easily in the vein. While manipulating it, the teflon of the catheter cracked by itself, preventing its use.

Event description:
It was reported that 2 bd insyte¿ IV winged catheters experienced catheter splitting. The following information was provided by the initial reporter: the nurse, before infusing the patient, manipulates the catheter to check if it will go up easily in the vein. While manipulating it, the teflon of the catheter cracked by itself, preventing its use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-nov-2022. H6: investigation summary: one sample with open packaging was received by our quality team for evaluation. The sample was subjected to visual inspection to check for catheter damage. A "v-cut" was observed near the catheter tip. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. From the returned sample, a "v-cut" on the catheter that matches the shape of the bevel, which could be caused by the needle piercing through the catheter. The assembly process was reviewed. If the needle pierces through the catheter during the manufacturing process, the defect would be detected and auto-rejected by the 100% inline tip spear vision inspection system. Based on the verbatim, ¿the nurse, before infusing the patient, manipulates the catheter to check if it will go up easily in the vein¿, the needle most likely pierced through the catheter due to product manipulation before use. When a catheter unit is pushed away from the needle and re-inserted back into the needle, the needle piercing through the catheter can occur.